Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. The da vinci system information, procedure date and time, were not provided. Therefore, no logs are available for review.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, the patient sustained an injury. Additional information has been requested; however, no response has been received.